Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information provided by the consumer's mother, reported that the mother did not elaborate on what was meant by "issues".

Event description:
It was reported that the patient had been having issues with the pump for awhile, and the first pump was removed and replaced. No other information was given regarding this event. If additional information is received this report will be updated.